Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no reduction in timi flow post procedure. It was confirmed that there was a typographical error and the complaint has been downgraded.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Evolve short dapt clinical study it was reported that timi flow grade 0 occurred. In (B)(6) 2016, clinical status assessment identified the patient's qualifying condition was stable angina. The patient was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion was located in the first obtuse marginal (om) with 90% stenosis and with unknown lesion length and reference vessel diameter. The target lesion was treated with pre-dilatation and placement of 2.25 x 12mm synergy ii drug-eluting study stent with 0% residual stenosis. Post procedure, it was observed that timi flow was reduced from 2 to 0. On the same day, the patient was discharged on dual antiplatelet therapy.